Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the generator shows an error code was confirmed. It was found that the device displayed an error code : 200. The cpu need to be replaced to address the reported complaint. Also a re-skin is necessary to address the cosmetic damages identified and the missing mounting foot and dust cover need to be replaced so that the device performs according to the specifications. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. User mishandling during storage or transport is the most probable root cause of the missing mounting foot and dust cover and also the cosmetic issues identified with the device. Also the defective cpu is the root cause of the complaint reported by the customer. A manufacturing record evaluation was performed for the finished device [serial number : (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue generator device had an unspecified error. During in-house engineering evaluation, it was determined that device displayed an error code: 200. There was no procedure nor patient involvement reported. No additional information was provided.